Event description:
The device has been explanted and an analysis is required due to a suspected premature battery depletion.

Event description:
The device has been explanted and an analysis is required due to a suspected premature battery depletion.